Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after an incisional hernia procedure where this device was implanted, the patient experienced surgical revision, hernia recurrence requiring placement of new mesh for repair, multiloculated hernia cavity containing small bowel and omentum, partial mesh removal. After the original procedure, additional potentially related procedures were performed, including revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment umbilical incisional hernia. It was reported that after implant, the patient experienced hernia recurrence and multiloculated hernia cavity containing small bowel and omentum. Post-operative patient treatment included placement of new mesh for repair and partial mesh removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment umbilical incisional hernia. It was reported that after underlay implant, the patient experienced hernia recurrence and multiloculated hernia cavity containing small bowel and omentum. Post-operative patient treatment included placement of new physiomesh mesh for repair and partial mesh removal. Sponge was retained in body and physiomesh had to be incised and re-sutured to retrieve sponge.